Manufacturer narrative:
Correction: a functional check with a mating broach handle confirmed the complaint; the taper of the broach would not assemble into the broach handle. Visual analysis found damage at the cut out section in the middle of the taper. The root cause is attributed to misuse. A two-year search of the complaint database found damage to the taper may be due to the taper not seating all the way into the broach handle before locking down on the lever locking mechanism of the broach handle. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The corail broach would not fit into the broach handle. The sugeon felt there was something wrong with the trunion on the broach. May have been over sized.